Event description:
It was reported that the patient underwent a revision procedure due to a dislocation at the site. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00902603603 item name: femoral head 36 mm diameter short plus 3.5 mm neck length, lot #: 62491183. G2: foreign: australia. H6: the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (5648920).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (5648920).